Manufacturer narrative:
(B)(4).

Event description:
Literature article entitled "different wear in two highly cross-linked polyethylene liners in tha: wear analysis with ebra" written by d. Dammerer, a. Keiler, d. Putzer, f. Lenze, m. Liebensteiner, and m. Thaler published by archives of orthopaedic and trauma surgery accepted by publisher on 8 feb 2021 was reviewed. The article's purpose was to compare early wear rates in bedding-in periods of two highly cross-linked polyethylene liners frequently used in tha and to evaluate risk factors indicating a possible higher wear rate. Data was compiled from a total of 328 patients that met the inclusion criteria. 179 (100 females and 79 males) patients had a marathon liner and pinnacle cup implanted. The mean patient age at surgery was 69 (range 18¿90) years and mean body mass index was 26.9 (range 18¿50) kg/m2. Mean follow-up was 24 (range 7¿51) months. The study also included patients that used a competitor liner/cup. Depuy products : marathon acetabular liners, pinnacle acetabular cups. Adverse events: cup migration noted on xray only. No interventions noted. Cup inclination noted on xray only. No interventions noted. Cup anteversion noted on xray only. No interventions noted. Wear of the liner noted on xray only. No interventions noted.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.